Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of bent/defective and iol damage; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other health professional reported that during implantation of intraocular lens (iol), the injector seemed to be bent/defective and the iol was damaged. Additional information has been requested, but no further information is available. There are 2 medical device reports associated with this event. This report is for patient 2.